Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient has primary surgery done on 1/18/2010 and after the surgery patient dislocated and her right knee fell apart. Patient had revision surgery in result of that. She is fine after the revision surgery.